Manufacturer narrative:
Lot number unknown / not provided.

Event description:
Doctor reported that driver 0-ring was damaged so implant fell out of implant placement driver tip and fell off sterile cloth. Doctor replaced the driver ring and implant placement driver tip is working well.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The driver was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. No-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The associated implant was returned and functionlly tested with a compatible driver. It was found to assemble, retain, and disassemble with a house driver without malfunction. It was noted by the customer that the problem existed with the o-ring, and following replacement, the device functioned as intended. However, because the circumstances of the event could not be recreated, the driver was not returned, and the implant passed functional testing, the complaint remains non-verifiable. A singular cause cannot be determined.